Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that medication was refilled as per the inventory report. A technical support specialist (tss) accessed the server remotely and confirmed that the inventory showed the medication was available on the med ID: (B)(4) in station. The system functioned as intended after the technical support investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was out of stock. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.